Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure to treat an atrial fibrillation a farawave, was selected for use. It was noted that the irrigation port had some substance inside and the catheter handle had lots of white powder on it. The procedure was completed using an alternative device, without patient complications. The catheter is not expected to be returned as it was disposed.